Event description:
While entering at a restaurant a pt felt as though they wer choking on something after the meal they felt as if they had something in their throat. The pt was taken to the hospital whre a piece of a damon copper niti .014 archwire was discovered to be stuck in the tonsil area. The wire was removed and the pt was released. They wer not admitted to the hospital.